Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. B17, c20, d15 apply to the concomitant product 9733437. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe would not be detected while prechecked. After adding the probe to the procedure, it was able to be tracked and was working fine. Troubleshooting included checking the active probe cable and probe condition, checking procedure instruments were added, and checking optical camera firmware and cable connections. The most likely / suspected cause of the event was the active probe was not added to the procedure, and due to that, it was not detected by the camera. There was no patient involved.